Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that while using and unspecified bd pen needle insulin was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the consumer is unable to inject insulin through the pen needle.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using and unspecified bd pen needle insulin was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the consumer is unable to inject insulin through the pen needle.